Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted and replaced due to an unspecified product performance issue. Additional information was received confirming this lead was fractured and the insulation damaged. These issues were discovered as the lead was having high out-of-range impedance and medical imaging confirmed this fracture. This lead is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was surgically explanted and replaced due to an unspecified product performance issue. Additional information was received confirming this lead was fractured and the insulation damaged. These issues were discovered as the lead was having high out-of-range impedance and medical imaging confirmed this fracture. This lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. Eventually product was returned, the analysis results are below. The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory severed (two segments). Stylet was stuck in the distal segment. It was noted stretched-out coils and torn-apart insulation on the distal segment, most likely explant damage. Visual inspection showed damaged insulation (abrasion), around 9 centimeters from the terminal pin consistent with lead-on-lead contact. The lead passed electrical testing. Laboratory analysis was able to confirm the reported allegation of insulation damage, due to the mentioned noted abrasion. The fracture and high pacing impedance allegations were not confirmed, based on normal lead resistance measurements and inspection that showed no conductor fracture. The need for surgery was not confirmed, despite the insulation damage, conductors were not exposed and electrical continuity was intact.